Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and an unspecified impedance measurement. Fluoroscopy confirmed an insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.